Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered after cancelling the pd treatment. During drain 1 of 4 the patient encountered several air detected in cassette warnings. When the patient opened the cassette door there was fluid in the bottom of the cassette chamber. The patient was advised by technical services to discontinue the use of the cycler and inform the peritoneal dialysis nurse (pdrn) that a new cycler was issued to the patient. Upon follow up, the patient verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient received the new cycler and is able to continue pd treatment with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The patient sensors passed. The system air leak passed. The accelerated stress test was performed without any failures or problems. No fluid leaks in the test cassette during the test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. Fluid in the hp2 filter is a related failure to the reported symptom code air detected in cassette warning. A review of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered after cancelling the pd treatment . During drain 1 of 4 the patient encountered several air detected in cassette warnings. When the patient opened the cassette door there was fluid in the bottom of the cassette chamber. The patient was advised by technical services to discontinue the use of the cycler and inform the peritoneal dialysis nurse (pdrn) that a new cycler was issued to the patient. Upon follow up, the patient verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient received the new cycler and is able to continue pd treatment with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler is available to be returned to the manufacturer for physical evaluation.